Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the service finding that the device a partial display. The unit was triaged and the issue was confirmed. The unit was power cycled on and the lcd display was distorted. The unit was disassembled and ingress was observed inside of the bottom of the back case. The main board was inspected and the pins on j6 contained corrosion (display connector). The existing solder was removed and new solder was applied. The system was power cycled on again and the visibility of the display had improved. The root cause of the corrosion was due to moisture inside of the device and corrosion forming around the pins of the connector. Liquid ingress caused corrosion, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-11-8. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) the service tech found the unit had a partial display. There was no patient injury.